Event description:
It was reported that a new IV bag of d5 0.9% ns with 20meq of potassium chloride 1,000ml was hung as primary infusion at 1810 on (B)(6) 2019. It was setup to infuse at a rate of 65ml/hr using an infusion pump, and assessed hourly, the fluids were infusing without complication. At 2158, the rn went to beside to respond to an "air-in-line" alarm and the fluid bag was empty. The device still showed that the rate was set at 65ml/hr and the remaining volume to be infused was over 600ml. Additional blood test was ordered the following morning and the result for serum potassium level was within normal limits. It was noted that the IV infusion pump's module platen hinge was broken at the time of patient use.

Manufacturer narrative:
The customer¿s report that the medication d5ns+kcl 20 meq/l (drug ID 315) over infused was confirmed during testing and is the result of a broken upper membrane frame hinge. No obvious programming errors were found during the log review. During testing with the device in the ¿as received¿ condition, unregulated flow was observed. The broken hinge allowed the platen to move freely causing the occluders to inadequately pinch or stop the flow of fluid. The damaged membrane frame was replaced with a known good membrane frame. Rate accuracy testing completed successfully with the device delivering IV fluids in specification. The customer¿s returned primary administration set was measured for concentricity / dimensional analysis and was found to be within specifications. The root cause was found to be the result of a broken upper membrane frame hinge.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Ethnicity: not hispanic or latino; admitting diagnosis: seizures; race: information was requested but not provided.

Event description:
It was reported that a new IV bag of d5 0.9% ns with 20meq of potassium chloride 1,000ml was hung as primary infusion at 1810 on (B)(6) 2019. It was setup to infuse at a rate of 65ml/hr using an IV infusion pump. IV infusion was assessed by the rn hourly and fluids were infusing without complication. At 2158, the rn went to beside to respond to a device alarm. When the rn entered the room, the pump had an onscreen message "air-in-line" and fluid bag was empty. The device still showed that the rate was set at 65ml/hr and the remaining volume to be infused was over 600ml. Additional blood test was ordered the following morning and the result for serum potassium level was within normal limits. It was noted that the IV infusion pump's module platen hinge was broken at the time of patient use.